Event description:
Customer reported that the insulin pump has a smudge between the lcd screen and the plastic and it is bothering him. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with bleeding lcd glass, cracked case at display window corner, reservoir tube lip, belt clip slot, minor scratched and cracked display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.